Manufacturer narrative:
A ge service rep performed an onsite investigation. The reported issue could not be duplicated. Onsite investigation revealed that no cause could be determined. Power supply voltage was confirmed to be within spec. The system calibrated files were reloaded as part of the service event. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system locked up. No pt serious injury or death there was reported related to this event.